Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for one hour to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.